Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. The customer declined tandem technical support's offer to troubleshoot. Blood glucose was 200 mg/dl.